Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device had volume and pressure delivery issues. The device's machine flow sensor was found to be faulty due to water ingress and dirt and dust contamination. The machine flow sensor was replaced to address the issue.